Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Tampon splitting [device breakage]. Malfunction hazard/cord; reversed [device physical property issue]. Case narrative: consumer reported via email that the tampon was splitting. No injury was reported.